Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary and bowel dysfunction. It was reported that their ins was giving them shocks all night long right around the area where the ins was implanted since last night when they were sleeping. The patient stated that they felt the shocks many times today just above and below their ins location just 2 or 3 inches down on their right buttock. The patient added that their ins was on the right side, so they sleep on their left side. The patient confirmed that they had no recent change in activities, falls, or trauma. During the call, agent reviewed general therapy info and offered to walk patient through connecting to their ins to turn their therapy off, but patient stated that they haven't charged their external devices. The patient stated that they will call back once they've charged their handset.